Event description:
An implantable cardioverter defibrillator (ICD)  system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 11 months post implant of the ICD and 5 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 5076-52 implantable pacing lead, implanted: (B)(6) 2006; 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.